Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Microscopic inspection of the fiber tip identified a cracked/detached glass cap, therefore the report allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. Functional test of the connector and saline flow passed. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The device history record (DHR) was performed and indicated that there were no manufacturing issues that could have contributed to the reported event. A labeling review was performed on the device instructions for use (IFU). The IFU cautions to not retract, dissect, or probe tissue with the tip of the fiber as damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. There was no evidence that the device was not used in accordance with the IFU. It is likely the fiber tip was damaged due to tissue contact. A risk review was completed and confirmed that the event was defined in the risk documentation and was documented in the product record review (prr) accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "unintended use error caused or contributed to the event" has been assigned as the most probable cause for the complaint, where the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during procedure, the device signal was interrupted. It was noted that a "signal interrupted" error messaged was prompted. The procedure was completed with another of the same device. There were no patient complications. Analysis of the returned device identified a detached/separated glass cap.